Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019. The service engineer (se) inspected the device. The se confirmed the reported issue and also found the patient outlet was loose. The se recalibrated the touchscreen to address the reported issue and replaced the front panel assembly for the loose patient port. The unit passed all testing. The se recalibrated the touchscreen to address the reported issue and replaced the front panel assembly for the loose patient port. The unit passed all testing. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was unable to make parameter changes in all spots on the touchscreen. There was no patient involvement.